Event description:
It was reported that, during the processing of cord blood for eventual frozen storage, the cord blood was transferred from a collection bag into the device, a transfer/freezing set. After initial processing including centrifugation, the cord blood fraction in the transfer bag was processed with the cryopreservative and the transfer bag was hung so as to drain the cord blood into the freezing bag. A leak was then noted in the left hand corner seam of the large compartment of the freezing bag. Approximately 2 ml of cord blood was lost due to the leak. The remaining cord blood was transferred into a new freezing bag and processed without further incident. The user reports that there are no sharps or other surfaces in the process, which includes centrifugation, which may cut or damage the bags.

Manufacturer narrative:
Device evaluation begun, but not yet completed.